Manufacturer narrative:
Evaluation summary: the customer's condition of fail code 500 was confirmed.

Event description:
The facility reported a fail code 500, which had occurred during preventative maintenance testing. Although attempts were made by baxter, details were not available regarding additional contact information or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump, since the last baxter service event.